Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users were unable to see patients and pull medications. A technical support specialist (tss) identified that the user roles had been removed by a user from information technology (it). After that the customer re-added the role assignments. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to access patient information and retrieve medications across all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.